Event description:
Reporter alleged obtaining discrepant blood glucose results of 416 mg/dl back to back with a result of 130 mg/dl when testing was performed within 3 times of each other on the aviva system. No actions were reported taken or treatment received. A request was made for return of the suspect device and replacement product was sent.